Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was over 200 mg/dl and sensor glucose was 69 mg/dl at the time of incident when it triggered threshold suspend. The sensor will be returned for analysis.